Manufacturer narrative:
A ge service representative performed an onsite investigation. The footswitch was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that x-rays stay on after releasing the x-ray switch. No patient injury was reported.